Manufacturer narrative:
(B)(4). Two (2) expedium 95mm pre-lordosis rods were also returned to the chu for evaluation. Visual examination of the rods revealed signs of operative usage and scratch/witness marks consistent with the setscrews witness marks as a result of their interactions with the rods and tightened setscrews. X-rays reviewed by medical affairs. Based on the provided x-rays, it was difficult to tell if the rods or setscrews disengaged or not. Also by comparing the images taken at different time points, the only thing that it may be suggested is that surgeon changed to longer rods in the revision surgery. It¿s difficult to confirm the position change of the rods against l3 screws in the images prior to the revision. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the rods becoming loosened cannot be positively determined. However, a potential root cause may be that some of the setscrews were not fully tightened down onto the rods, as discussed above. Some evidence exists to suggest that the setscrews were tightened at an irregular angle not allowing full contact onto the rods, potentially allowing these setscrews to become loosened and thereafter the rods loosening from the construct. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep, (B)(6), called in a complaint involving rods that came out of screws. All caps and rods are being returned along with torque driver. Rep is submitting complaint form complaint form: dr. (B)(6) had a revision today of a construct l3-s1. The patient came with complaint after lower himself into a chair and felt a pop. X-ray showed a loss of lordosis and the rods disengaged from screws at l3. Upon removal of implants today dr. (B)(6) said set screws were tight at l4-s1on the left and also l4 and s1 on the right. The l5 set screw on the right appeared to be loose as well as the right and left set screws of l3. New longer rods were replaced today with new set screws at all levels and a new torque driver was used as well. Pedicle screws at all levels remain in the patient. Also note the patient originally had surgery at l4-s1 prior to the l3-4 fusion that took place on (B)(6) 2016. Dr. (B)(6) questions whether the compression at l3-4 put the screw rod interface at such an angle that this possibly allowed the cap to torque on only part of the rod. He also questions the torque calibration on the torque driver. I am including the torque driver with the returned screws to be tested for calibration.